Event description:
It was reported that this right atrial (ra) lead exhibited undersensing that resulted in inappropriate termination of atrial arrhythmia events and inappropriate pacing. It was noted that intervention was required. Due to the limited information received, further follow-up to obtain related details was not possible. No additional adverse patient effects were reported.